Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of corneal edema; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the sterilization records indicates that the product was sterilized and released according to the product's acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that patient did not experienced corneal burn. Number of patients involved is 15.

Event description:
A nurse reported that during cataract surgeries, an ophthalmic curved tip was utilized, resulting in patients experiencing corneal burns and corneal edema with the risk of non-healing. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).